Manufacturer narrative:
(B)(4). The insulin pump alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current test, unexpected error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarms due to motor error alarms. The pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had alarmed an error. The customer¿s blood glucose level during the incident was unknown. No further details were given. The device was returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.